Event description:
The customer reported being hospitalized with high blood glucose of 370mg/dl. The customer stated that he still is in the hospital and they did not decide how to treat his blood glucose. The customer mentioned that insulin from the tubing was leaking, which may has caused his glucose level to rise, and he already changed the infusion set. The caller also reported having issues with the insulin pump and requested having a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.